Manufacturer narrative:
Unit has not been returned for evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
The caregiver filled the patient's mobile unit with the base unit. After disconnecting the mobile unit, liquid oxygen escaped from the neck of the base unit and sprayed the caregiver's hand. This led to cold burns on the hand.

Manufacturer narrative:
Device was returned for evaluation. The alleged incident reported by the customer could be replicated. Misuse of the device is most likely the root cause for the incident reported. Disconnection of the hi flow stroller from the base unit while qdv's frozen together is the most likely cause of the damage and alleged incident reported.